Event description:
It was reported, the camera head had a blurry image. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had a blurry image. The issue occurred, during reprocessing. There was no patient involvement.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned for evaluation. And the customer's allegation was confirmed, due to a damaged charged coupled device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the performance of this device.